Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and a high current drain was confirmed in this analysis. The high current drain was due to continuous power on resets (por). The resets were caused by a digital fault on the d485 microprocessor (u2).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was coughing and lost consciousness twice. The patient was admitted to the hospital and the programmer found no signal of the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.